Event description:
Additional information: patient status after device replacement was noted as recovered without sequela.

Event description:
It was later reported that the device system delivered dilaudid and bupivacaine. The previously reported information that the device system delivered morphine was incorrect.

Event description:
It was reported that a premature pump failure occurred. The patient came into the healthcare provider¿s (hcp) office on the day prior to the report with a critical alarm. Pump logs showed that a motor stall and recovery occurred. The patient called the hcp on the morning of the report date with the alarm going off again. There were no patient symptoms associated with the event. A replacement was to occur. At the time of this report, the patient status was indicated to be ¿alive-no injury¿. It was indicated that the even occurred on (B)(6) 2014. The device system was used to deliver morphine. It was later reported that the stall occurred on the day prior to this report. The device system was used to deliver bupivacaine and morphine. It was later reported that the hcp was getting authorization for pump replacement. It was later reported that the motor stall that occurred on (B)(6) 2014 recovered in 7 hours. The patient did not have an MRI or other exposure to electromagnetic interference (emi). The cause of the motor stall was unknown. The cause of the alarm on (B)(6) 2014 was unknown by the reporter. No replacement had been scheduled. As of (B)(6) 2014, the patient was receiving effective therapy. It was later reported that another motor stall occurred on (B)(6) 2014. The patient did not go through withdrawal. The pump alarm had been silenced, but was activated again. It was noted that there was a pump refill on (B)(6) 2014. It also was noted that the patient could barely get around utilizing a cane, but the pump alarm was waking the patient up at night. The pump was to be replaced on (B)(6) 2014 and returned to the manufacturer for analysis. It was indicated that dilaudid was also in the pump; however the reporter was unsure about the pump drugs. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
There were multiple motor stalls and recoveries seen in the logs. During analysis the technician found significant residue and shaft wear on the lower shaft of gear 2. And also found some residue on the jewel where the lower shaft of gear 2 inserts into the bottom bridge assembly. Analysis of the pump was concluded as pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Analysis of the returned catheter revealed catheter/sc connector/coring-tears-cuts in seal, however no leak was seen in lab and was concluded as a non-significant anomaly. Correction: eval- conclusion - reported previously is not applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l65392, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.